Event description:
It was reported a malfunction during tka procedure where there was 45 minutes delay. The 12mm insert could not be locked into base plate (B)(4). Insertion was repeatedly tried. Finally, back-up 13mm insert was implanted.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the exact cause of the anterior deformations, lock detail deformations, scratches, and gouges could not be determined from the investigation of the device. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.